Event description:
It was reported when using the pyxis medstation es system keyboard failed, and it stopped working completely. The customer reported that there was a delay to the patient care. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the device's keyboard failure. The customer was notified of this information and requested the field service engineer dispatch to be cancelled. However, the customer resolved the issue. The system functioned as intended.